Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 11/21/2014 - plaintiff's preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/18/14.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from hip pain, persistent aching, difficulty walking and pain that shoots through her hip when she bends over, difficulty standing up and cannot put pressure on her leg without lingering hip pain. She also suffers from an itching sensation on the inside of her leg and her right hip and leg are stiffer and not as flexible as the left. Patient was injured by excessive levels of chromium and cobalt. **update** (B)(6) 2012 ¿ plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2017-- medical records received. After review of the medical records for MDR reportability, the taper sleeve and stem are being added for both hips due to the alleged excessive levels of chromium and cobalt.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Litigation alleges that the patient suffers from hip pain, persistent aching, difficulty walking and pain that shoots through her hip when she bends over, difficulty standing up and cannot put pressure on her leg without lingering hip pain. Patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.